Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-testing, and an alarm log review were performed. During power on self-testing and the alarm log review, a failure code 2 (downstream occlusion alarm) was found. The cause of this issue was determined to be a damaged latch roller. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.